Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation findings: the device was received with no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation the device appeared intact. Leak testing revealed there was leakage from the valve and a rent at vulcanization dot. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation 2. Dislodged valve material from a valve puncture or tear 3. Water soluble crystal like material (residual nacl from the fill solution) 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101) 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The most probable cause as stress concentration at the anterior vulcanized region of the shell. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow material observed on the received device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 300cc saline breast implant, catalog # 3502300, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 550cc gel implants, catalog # 3505504bc, s/ns (B)(4) and (B)(4) on (B)(6) 2018.